Manufacturer narrative:
Date of explant procedure was not provided and is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was found that the patient's pacemaker had unexpectedly reached elective replacement indicator (eri) status. Premature battery depletion was alleged. The device was explanted and replaced. The patient was stable.